Manufacturer narrative:
(B)(4). Batch # n54d35. The analysis found that one ple60a device was returned in good visual condition and with five cartridges reload present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used a powered echelon stapler and various reloads. After two successful fires, the surgeon used the blue reload for the third firing. According to the surgeon statement, after a successful firing sequence he opened the jaws of the stapler and noticed a hole in the stomach on the proximal third of the firing (approximately 1.5mm). He finished the creation of the sleeve and sutured it to overcome the failure. The procedure ended successfully. There were no adverse consequences for the patient.